Manufacturer narrative:
(B)(4). Evaluation statement: the unit was evaluated and the reason for return : " fill chamber kept over filling " could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Per sb (B)(4), performed software upgrade to the latest versions. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported by the rep that the fill chamber kept over filling during setup for a shoulder procedure. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported. The sales rep confirmed that the fill chamber kept overfilling from the saline bag. He believed that the pressure sensor was loose allowing air to in. The sales rep confirmed there was no delay, they were setting up so they just switched to another pump.